Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4). It is unknown which of the three implanted devices were involved in the reported endoleak. The device information of the additional devices are: (B)(4). (B)(4). Further information was requested.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 53mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure and discharged from the hospital on (B)(6) 2012. On (B)(6) 2012, an endoleak of undisclosed nature with continuous aneurysm expansion was identified. On (B)(6) 2017, the patient underwent embolization procedure using onyx to treat the endoleak. From (B)(6) 2012 till (B)(6) 2017, the aneurysm size measured from 55mm to 72mm.

Manufacturer narrative:
According to the IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.